Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 2.5mg/ml for a total dose of 0.9993 mg/day and bupivacaine 30 mg/ml for a total dose of 11.992 mg/day via an implantable for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 the patient reported numbness around the pump, up the right side of their torso, and into the back. The patient also reported associated increased pain, burning pain, as well as excessive sweating. The intrathecal rate was decreased by 25%. On (B)(6) 2017 the patient reported no improvement with the rate decrease and complete numbness from torso to toes. An magnetic resonance imaging (MRI) without contrast was ordered. On (B)(6) 2017 the MRI was unremarkable. On (B)(6) 2017 a catheter access port (cap) dye study revealed the catheter had migrated to the right causing the medication/drug to pool. It was noted this was consistent with the patient's symptoms. On (B)(6) 2017 the catheter was revised/spliced and a new spinal segment was used, and the intrathecal rate was decreased. The clinical diagnosis was catheter dislodgement. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The specific catheter was the intrathecal/spinal portion. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the clinical diagnosis as it medication side effects. The cause of the catheter dislodgement/ migration was not determined. It was noted the patient's baseline weight was 174.2 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jan-09. It was reported that the catheter was revised to optimize catheter tip placement for pain relief. Per the patient¿s physician, the catheter tip was lateral and needed to be moved midline. It was noted that this information was confirmed with the physician. No further complications were anticipated/reported. Information pertaining to this event was previously submitted under manufacturer's regulatory report #3004209178-2018-00319 information was received from a patient via a manufacturer's representative. The patient was receiving an unknown drug via an implan table infusion pump for chronic pain. It was reported that since the patient's pump was implanted the had numbness in their side and leg. No environmental/external/patient factors that may have led or contributed to the issue were reported. No trouble shooting or diagnostics were performed. No actions or interventions were taken. The issue was not resolved at the time of the report. The patient reported they had informed their physician's office. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported. Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had a catheter revision on 2017-(B)(6), and the issue was resolved. The explanted catheter would be returned to the manufacturer. No further complications were anticipated/reported.